Manufacturer narrative:
Concomitant medical product: 419478 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a beeping sound and that two days prior, they had received a shock. The patient's cardiac resynchronization therapy defibrillator (crt-d) remains in use. Follow-up was requested but is not available at this time. No further patient complications have been reported as a result of this event.